Event description:
Per the independent repair center, the customer alleged problem is alarming. The key failure is the pilot valve is alarming and shutting down. Additional malfunction is the power switch has no alarm.